Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent total knee arthroplasty. Subsequently, the patient was revised approximately four years post implantation due to hyperextension with hard metal stop of the prosthesis, due to possible malfunction of the coupling mechanism. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Implant date: 2015. Concomitant medical products: 150410, 150410, s tibial poly bearing 12mm. 150393, 852780, oss porous im stem 14.5 x 150. 150448, 146530, oss por straight stem 10.5x150. 150443, 719450, oss mod prox tib 9cm m. 150493, 097220, oss reinforced yoke. Report source: foreign country: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05260.

Event description:
It was reported patient underwent total knee arthroplasty. Subsequently, the patient experienced hyperextension with hard metal stop of the prosthesis, approximately four years post implantation, due to possible malfunction of the coupling mechanism. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.